Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported there was no display. An angiojet® ultra system console was selected for a thrombectomy procedure. The system was turned on and the light illuminated in the drawer chamber. However, there was no display visible on the console and the system was unable to be used. This occurred after the catheter tubing was incorrectly placed. Once the catheter was detected, the user replaced the tubing correctly and the system completely sopped working. There was no display information visible after incorrect placement of the catheter. The device was reset and powered off, but the issue did not resolve.

Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for analysis. The service record was reviewed during investigation and it was noted that the main controller board required replacement. A service history review was performed and nothing was found to indicate a possible service-related cause for the complaint. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported there was no display. An angiojet® ultra system console was selected for a thrombectomy procedure. The system was turned on and the light illuminated in the drawer chamber. However, there was no display visible on the console and the system was unable to be used. This occurred after the catheter tubing was incorrectly placed. Once the catheter was detected, the user replaced the tubing correctly and the system completely sopped working. There was no display information visible after incorrect placement of the catheter. The device was reset and powered off, but the issue did not resolve.